Event description:
The device was returned with no information. The patient expired 21 days after implant. Information about the cause of death, circumstances surrounding the death, and medical history have been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed, no anomalies were found.